Event description:
Acute arthritis (aseptic) [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) male pt, (B)(6), with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated synvisc (hylan g-f 20) at 2ml, in an unspecified joint. The synvisc lot number was not provided. On an unspecified date, the pt experienced acute arthritis (aseptic) due to which he was hospitalized (hospitalization details not provided). Action taken with synvisc was not provided. The pt's outcome for the event was recovered. Concomitant medications included brotizolam, famotidine, valsartan, amlodipine besilate, allopurinol and potassium citrate w (potassium citrate, sodium citrate hydrate). The intensity of the event was not provided. The reporting physician assessed the relationship between synvisc and the event as probable.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.